Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the right knee revision on (B)(6) 2018 the patient presented for multiple follow-ups due to right knee pain, fall, swelling, weakness, moderate crepitus, decreased range of motion, flexion contracture, and stiffness. An MRI of the right knee on (B)(6) 2019 revealed suggestion of a partial-thickness tear of the medial portions of the distal quadriceps tendon measuring about 1.1 cm in the transverse dimension. The surgeon suspects patella component loosening. The patient did receive an injection into the right knee due to pain on (B)(6) 2019. There is no evidence of a second right knee revision.